Event description:
It was reported that the insulin pump sustained damage to the battery compartment, which was missing a piece. Customer's blood glucose was 96 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked lcd window, cracked case at display window corners, a broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.